Manufacturer narrative:
The calibration and qc were both acceptable on the day of the event and onwards. It is unknown if a rack adapter was used for the 13 x 75 mm sample tube. The clotting time was approximately 1 hour. The centrifugation speed was 3190 rpm and the centrifugation time was 10 minutes. Based on the limited information provided, a local pre-analytical issue cannot be excluded. The alarm trace from (B)(6) 2023 was provided. As the questionable result was measured on (B)(6) 2023, the relevant time frame was not displayed. The provided alarm trace did not indicate any issues. Based on the provided data, a general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys troponin t hs assay result from one patient sample tested on the cobas 6000 e 601 module with serial number 2409-13. The initial result was not reported outside of the laboratory. A new sample from the same patient was sent 4 hours later and a different result was obtained for this patient sample from their other module. On (B)(6) 2023: at 3:12 pm, the initial result of the initial sample from the module was 57.25 pg/ml. At 7:33 pm, the repeat result of the initial sample from the other module was 4.05 pg/ml. The result of the new sample from the other module was 5 pg/ml. On (B)(6) 2023: at 10:10 am, the repeat result of the initial sample from the module was 5.44 pg/ml. At 10:47 am, the repeat result of the initial sample from the module was 7.67 pg/ml. At 1:33 pm, the repeat result of the initial sample from the module was 10.56 pg/ml.